Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of failed rate check and over delivery by 7% was verified. The event log does not show any related errors. Service replaced the expulsor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed rate check and over delivery by 7%. No reported adverse effects.